Manufacturer narrative:
(B)(4) batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, it seemed the jaws were misaligned, and jamming occurred from the first firing. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.